Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive and the screen was stuck with the version displayed. The customer also reported that the insulin pump had a constant tone without an alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a frozen display, followed by a constant tone due to a cold solder joint on the mother board. Unable to verify the low battery or low reservoir alarms due to a frozen display. With a test mother board, the pump had an intermittent button response due to a flattened act button dome switch. The keypad connector was fully locked. The pump had minor scratches on the lcd window.